Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The atrial lead exhibited noise. No intervention or patient symptoms were reported. The device was reprogrammed and the patient was stable.